Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer was completely non-functional, with no leds illuminated on the drawer board. A field service engineer replaced the drawer board to address the issue. However, there was no network connection, which was later determined to be an issue on the information technology (it) side. The customer tested the drawer and confirmed it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis lost network connectivity and system had also fallen off bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.